Manufacturer narrative:
After dario's representative troubleshot with the user, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user who reported that she tested her bg level with the new cartridge of strips and that her bg readings were now in normal range for her. The user further reported that she received a bg reading of 112 mg/dl that morning. During this phone call with dario's representative, it was determined that the user was using a cartridge of strips that was open two to three months prior and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user, who has three dario meters, reported that she tested her bg level with each of the three meters within two to three minutes and she received high bg readings of 331 mg/dl, 315 mg/dl, and 359 mg/dl.